Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device was missing its lid magnet. The cause was isolated to the lid. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.